Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue with the contrast button being over responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/29/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged button tactile issue was not duplicated. The keypad cover was intact and no tactile issue was found with the buttons. Removal of the keypad cover did not find any contamination or anomalies with the button contacts. The pump powered up to the display with auditory and vibratory features. Unrelated to the complaint, battery compartment crack was found on the side running from the top to the case seal. Moisture/corrosion was evident inside the compartment. A leak test demonstrated a leak in the battery compartment. Pump casing was opened and no evidence of moisture intrusion was found inside the pump.